Event description:
It was reported that the catheter leaked at approx 15-20 cm from the distal tip during onyx injection. No pt injury reported. Same event as MDR #2029214-2011-00350.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 8.1 cm from the distal tip. Based on the findings, the catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).